Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc button (creased).the insulin pump had cracked case at display window corner (upper left and upper right corners), a scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No damage noted on lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 146 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.